Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an inpact admiral device during treatment of a calcified lesion in the patient¿s right superficial femoral artery (sfa). Slight vessel calcification reported. The vessel was described as stenosed. No issues noted to device packaging prior to use. No issues noted when removing the device from its packaging. IFU was followed. The device was prepped without issue. The device was not passed through a previously deployed stent. No resistance was encountered during advancement of the device. A syringe was used for balloon inflation. On the first inflation, it is reported the balloon was inflated to nominal pressure, but then decreased immediately. Contrast was observed to be leaking from the hub and the shaft of the device. The device was removed from the patient and replaced with another inpact admiral of the same size. No patient injury reported.

Manufacturer narrative:
Product analysis: device decontaminated with cidex opa solution soak and tergazyme soak pending further device testing to support the final product analysis findings. The device returned with no damage visible to the catheter or balloon. The balloon returned partially inflated with contrast still evident inside the balloon. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035 inch guidewire was loaded via the distal tip with no resistance noted. Negative purge did not detect a presence of a leak on the device. The device was pressurised to 8 atms and a leak was observed from the distal part of the hub. The leak was found in the distal bonding, between the shaft and the glue fillet. The glue fillet was slightly lifted. It was possible to inflate the balloon, however, the device did not maintain pressure. If information is provided in the future, a supplemental report will be issued.